Event description:
Description of event: the caller stated that the patient came to him from a different practice with a flowonix pump. The caller stated that the patient's prior provider was upping the dose and concentration but did not do a side port aspiration. The caller stated that he told the patient that he could fix the pump but needed to replace it. Caller stated that he took the patient to surgery, and he was unable to aspirate. Caller stated that the flowonix catheter was completely occluded. Total catheter volume is 0.200ml. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).